Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 50 ml, foreign matter within fluid path. The following was provided the initial reporter: on (B)(6) 2026 a pharmacist noticed a discoloration / possible debrisn a newly opened 50 ml bd syringe luer-lok(tm) tip. Lot 6022294, exp 12/31/30. This discoloration / possible debris was noted when drawing up medication but before dispensing. The product was sequestered and not used for administration to any patient. No patient received any medication that was drawn into the syringe in question. The syringe was sequestered and not used for patient care. There was no patient harm or impact related to this product complaint.